Event description:
This is being filed as the clip (10325065/19) became stuck in the pulmonary vein and became caught on the soft tip of the steerable guide catheter during removal. Although there was no adverse patient effect, both events have the potential to cause or contribute to patient injury. It was reported that the mitraclip clip delivery system (cds 10325065/19) and steerable guide catheter (sgc 10299855/06) were prepared for use as per the instructions for use. The transseptal puncture was in the superior/mid fossa of the atrial septum. The cds was advanced to the small left atrium. After straddling the device with the sgc, the clip became stuck in the pulmonary vein. The smaller left atrium was considered as a contributor to the clip entering the pulmonary vein in addition to user technique. In an attempt to free the clip, the physician pulled the cds back. The cds moved more quickly than expected and the clip became stuck on the soft tip of the sgc. There was no tissue damage to the pulmonary vein. The clip was opened slightly and was able to be removed from the tip. The physician was concerned that some of the soft tip material may have been lodged in the grippers on the clip arms. It was decided to remove the cds. Although it was difficult retracting the closed clip into the sgc as it kept getting caught on the soft tip, the cds was able to be successfully removed from the anatomy through the sgc. The sgc was also removed from the anatomy. After removal of the sgc, damage was seen on the soft tip; there was no damage noted to the clip.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned for analysis. The reported difficulty retracting the clip into the steerable guide catheter (sgc) tip was confirmed via returned device testing. The reported clip caught in the pulmonary vein/difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Device photos were received from the account showed the clip partially retracted inside the tip of the guide. It could not be confirmed in the images if the clip was caught on the guide tip. Potential causes for the difficulty removing the cds are, but not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to visualize the device in relation to the mitral valve) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the steerable sleeve and clip functioned as expected. There were no non-conformances issued for this lot. A query of the electronic complaint handling database identified no other incidents reported from this lot. There were no reported issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, difficulty removing the cds may be influenced by morphology of the mitral valve, difficulties visualizing the clip during placement, excessive force or range of motion while manipulating the devices or excessive curves applied to the device by the user. The information provided in the case details stated that the patient had a small left atrium and after straddling the device with the sgc, the clip became stuck in the pulmonary vein. The smaller left atrium was considered as a contributor to the clip entering the pulmonary vein in addition to user technique. Based on the information reviewed, the reported difficulty removing the cds due to the clip becoming stuck in the pulmonary vein appears to be related to patient/procedural conditions. There does not appear to be any evidence of a product quality deficiency. With regards to the difficulty removing the cds from the sgc, tears identified in the soft tip are indicative of the clip getting caught on the sgc tip during removal of the cds, as reported. The information provided in the case details stated during the attempt to free the clip from the pulmonary vein, the physician pulled the cds back, but the device moved faster than expected and the clip became stuck on the sgc soft tip. Further attempts to then retract the closed clip into the straightened sgc were difficult as the clip kept getting caught on the soft tip. In this case, it is likely that the clip moved faster than expected due to the clip being freed from the vein while being pulled back, resulting in the clip initially getting caught on the guide tip. Although the physician was concerned that some of the soft tip material may have been lodged in the grippers of the clip arms, the analysis determined that the entire tip material was present and attached to the tip of the sgc. Furthermore, as the analysis confirmed the reported issue, it is possible that as the clip was no longer able to completely close (due to potential interference of internal components) as a result of the attempts to free the clip from the sgc tip initially and therefore contributed to the difficulty removing the clip during subsequent attempts. Based on the information reviewed, the sgc soft tip tears as a result of the clip getting caught on the sgc tip appear to be related to procedural conditions/user technique and not a product quality deficiency.

Manufacturer narrative:
(B)(4). Event description continued: another sgc and cds were successfully used in the procedure without incident. The mixed mitral regurgitation grade was reduced from 4 to 1 with the implantation of one clip. There was no adverse patient effect or significant clinical delay in the procedure. The patient was stable throughout and immediately post procedure and was doing well one day post procedure. No additional information was provided. Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter. The clip delivery system has been received. Investigation has not yet been completed. A follow up report will be submitted with all relevant information. The steerable guide catheter (10299855/06) referenced is being filed under a separate manufacturing report number.